Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump seemed like it was ticking and was unsure if the pump had powered off on him as the screen was blank. The patient stated that the battery was changed and the pump still did not appear to be waking up. The patient reported putting the original battery back in the pump and it booted but then was turning on and off. The patient stated that the battery cap could be tightened but he could still see a little of the yellow o-ring. The patient confirmed that there was no noted damage to the battery compartment or cap. This report is made based on the allegation of a pump power issue.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting occurred. No damage was found to the battery compartment and the battery cap was found to be within specifications. During testing, the pump powered on normally. The keypad was found to be completely peeled off the pump and all buttons were unresponsive, which prevented further testing of the power complaint. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.